Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was scratch and the crack on the probe at 16 mm from the distal end. The coating for electric insulation of the probe around the scratch was partially missing. Also, there was scratch around the distal end of the subject device. The coating for electric insulation of the probe from the distal end to the proximal side was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. And also, it was known that the coating for electric insulation of the probe was damaged when the user scraped tissue or coagulum on the probe with a sharp instrument. The above device handling has warned in the instruction manual as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a laparoscopic assisted gastrectomy, the subject device was used. The output error occurred frequently within 30 minutes of the procedure. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.